Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages. The helix was found to be retracted and clogged with dried blood. After cleaning the helix, the helix could be extended/retracted by applying torque to the connector pin and was measured within specification.

Event description:
It was reported a patient's atrial lead presented with loss of capture due to dislodgement, confirmed via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.